Manufacturer narrative:
Correction: h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2(date of birth), d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. Visual inspection noted that the capsule was still attached the delivery device. The plunger had been depressed however the capsule was firmly attached to the delivery device. The capsule and delivery device were very bloody. The plunger was detached from the device but was not damaged. It was reported that the capsule failed to detach from the delivery device. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the two capsules were failed to detach from the delivery system when it was removed from the patient on the same event. As a result, there was slight bleeding from the esophagus and the patient experienced a sore throat. The handle of the device broke during the procedure. There was no intervention needed to stop the bleeding and clips were not necessary due to no deep cuts into the tissue. The doctor only used water to help stopped the bleeding. Lubricant was applied carefully to avoid covering the suction chamber.

Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64065f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.